Manufacturer narrative:
Manufacturer ref#(B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. A non-sterile enterprise2 4mmx23mm was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and it was noted that only the delivery wire was returned for evaluation. This was returned in good condition (i.e., no kink, bent or elongated). The issue reported regarding withdrawn difficulties, and stent inaccurate placement cannot be evaluated through functional testing due to the lack of returned components. The stent must be inside the introducer tube to perform the functional analysis. Additionally, the returned component did not present damages that suggest that it was forcibly advanced as a result of the difficulties reported. With the limited information available, a conclusive cause cannot be determined; however, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. The stent and introducer components might have gotten lost sometime during the post-operative handling of the device. If additional information or components are received at a later time, this investigation will be reassessed accordingly. The stent detachment was not originally reported in the complaint and is not considered related to the issue encountered. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 9751064. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: ¿ if resistance is met during manipulation, determine the cause of resistance before proceeding. ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. . As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Withdrawal difficulty and inaccurate placement are known potential complications associated with the enterprise2 vascular reconstruction device. Could result in vessel spasm, vessel damage or damage to the wire (including stretching, fracture or separation of the wire) and the need for surgical retrieval/intervention. If the stent was inaccurately placed, it may lead to damage of healthy intima, possibly side branch occlusion and/or the need for additional intervention. There are clinical and procedural factors, including vessel characteristics, device interaction, and operator technique, that may have contributed to the reported event. In this case, there was no report of patient injury; however, the user was required to deliver a second stent and released it on the target site to complete the surgery. Based on this surgical intervention, this event does meet us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported, via a healthcare professional, that an enterprise2 4mmx23mm (encr402312/ 9751064) and a prowler select plus 150/5cm (606s255x/ 31649882) were used for an endovascular embolization procedure. During the procedure, the user reported withdrawal difficulty and inaccurate placement of the enterprise2 and inadequate support of the prowler. The event was reported as such, ¿incomplete expansion & inaccurate placement. It was reported that during procedure, stent was released. It was found that the proximal markers of the stent did not fully open or expand as intended, and the proximal of the stent only covered the aneurysm neck which did not reach the desired effect. Doctor released a second stent inside the first stent to cover the aneurysm neck completely and finished the surgery. The microcatheter was not replaced. The surgery was prolonged about 10 minutes.¿ no patient harm was reported. No further information was made available at the time of this review.